Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: d9, g2 (health professional must be selected as reporter/contact is a health professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (6) years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center exhibited error code e311 and had white balance issues on startup. The issue was temporarily cleared by pressing the white balance button but reappeared upon power cycle. The image was being too bright in some places and dark in others even after white balancing. The issue occurred during the beginning of an unspecified diagnostic procedure. The procedure was completed with the same set of equipment with no delay. There were no reports of patient harm.